Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's reports. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas concluded there was likely workflow issues during sample handling or pipetting. Ts relayed pas's review to customer and advised to review workflow procedure and clean work areas. Customer understood and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 001961-20201211-06, using assay lot 275732 on panther instrument sn: (B)(4) which had a high number of positive samples. There were 39 suspected false positives out of 248 samples in this wl. Customer was using uncapped workflow and transferring samples into hologic slts. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.